Event description:
It was reported that during a hemorrhoidopexy procedure, the device didn't cut and tore the mucosa. Twelve stitches placed manually hemostatic done to complete the procedure. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.